Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and oversensing noise. The rv lead was programmed off and has been set to left ventricle pacing only. No patient complications have been reported as a result of this event.